Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative.

Event description:
The customer reported the device had intermittent etco2 functionality. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.